Event description:
It was reported that a revision surgery was performed due to wear.

Manufacturer narrative:
The associated devices were returned and evaluated. The visual inspection of the returned devices confirms wear on the outside of the head on one side. A lab analysis was conducted with the following results; markings were visible on the articulating surface of the liner. This could have been caused by material transfer from the femoral head and shell during dislocation or during removal of the components. Damage was observed on the articulating surface of the head. This may have been caused when the head dislocated from the liner and contacted the shell. The depth of the liner was measured and the measured height was within the manufacturing tolerance. An edxa spectrum was generated for the head. The spectrum revealed alumina and zirconium which correspond to the ceramic head material, titanium and vanadium were also identified; this could have been caused by material transfer when the head contacted the shell during dislocation. Iron, nickel, and chromium could have been caused by surgical tools during removal of the component. The spectrum showed oxygen, carbon, nickel, iron, aluminum, and zirconium, which correspond to the ceramic liner material. The iron and nickel could have been caused by surgical tools during removal. The carbon in both the head and liner could be due to biological debris. Based on the investigation, the exact cause of the marks on the backside of the liner was not able to be determined. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated.